Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), it was discovered that the cs300 intra-aortic balloon pump (iabp) had a battery run time failure. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device ((B)(4)): during a preventative maintenance (pm) service, the getinge field service engineer (fse) discovered that there was a battery run time failure, the system was down at 105min under the minimum of 135min required. To fix the issue the fse replaced both lead acid batteries, and completed pm performed with full calibration, functional testing and electrical safety checks to factory specifications. Unit returned to customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation. The full name of the initial reporter that is abbreviated is (B)(6). The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: g1(contact person).